Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Bottom of the brush handle burnt after charging [device catching fire] case narrative: consumer e-mail stated that consumer's toothbrush handle has been burnt after charging. No injury was reported.